Event description:
It was reported that the customer had a lost sensor about 3 times. Customer also had a low threshold suspend alarm. Customer's blood glucose level was 308 mg/dl. Customer treated for it and feels okay now. Customer's sensor glucose reading was 47 mg/dl. Customer's threshold suspend limit was 60 mg/dl. Customer stated that one of her sensors was bent. Differences between sensor glucose and blood glucose readings were explained to the customer. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.